Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023, recorded the thoracic impedance (shock-coil to ICD housing) at 90 ohms, before in the middle of (B)(6) 2023 the impedance abruptly rose onto >150 ohms. Several high-voltage impedance measurements performed during follow up on 12 december 2023 showed > 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the shock impedance was high and out of range on this lead. Lead exchange is under consideration. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.